Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the clamshell was received in two pieces. The hinge was broken, and there were visible deformations in the plastic surrounding the hinge. Functional testing could not be performed due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken hinge may occur by hyperextending the front and back segments of the clamshell. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when the shell was taken out during setting, it was noted to be broken. The connection part above the shell was noted to be come off. It was unknown whether it was broken from the beginning. A new device was used without problems. There was no patient injury.